Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. No patient injury was reported. There was no delay in the procedure in which the subject device was used. The same device was not used to complete the procedure. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information included in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable causes for a cracked lid include: the lid contacting with a scope when it was closed, an external impact to the lid and/or a chemical crack due to adhered chemical solution which was not removed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."

Event description:
The oer-pro is an endoscope reprocessor and is not used in procedures. The lid was intact but did have some small cracks and fluid would run down the sides during reprocessing. The device was able to be used without damaging the endoscopes. The cracked lid has not led to any infections or positive cultures.